Manufacturer narrative:
(B)(4). Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via trial that post a left internal carotid artery stenting procedure with an xact stent, the pt experienced right sided weakness and right sided facial droop, diagnosed as a stroke. The pt remained stable until the next morning when aphasia and left sided changes developed. On (B)(6) 2010, the pt's status was improved with only some residual symptoms. Although requested, there was no additional info provided.